Event description:
It was reported the pt stated she felt the tip of the battery has come close to her backbone. The pt also indicated her pain has also increased. The pt is not experiencing issues with communication and recharging; however, she indicates the sensation from stimulation is different. The pt also indicated about two weeks ago, she was rushed to the hospital by a rescue squad which included strenuous movement. The pt is working with her physician to determine a resolution to the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.